Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. The device battery was low so troubleshooting was not performed. The device was explanted and replaced on (B)(6) 2017. No patient symptoms or additional information was reported.